Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range from above 500 mg/dl- above 600 mg/dl. The customer bolus via the pump and took manual injections to stabilize bg level. The customer believed elevated bg levels were due to infusion set site issues. However, it was not confirmed. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.